Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. All operating currents are within specification. No unexpected off no power alarms noted during testing. The insulin pump had cracked battery tube threads, reservoir tube lip, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that they received off no power alarm. The customer's mother reported that the insulin pump had crack on the top of the battery compartment. The customer's blood glucose was 39 mg/dl at the time of incident. The customer's blood glucose was 228 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with juice. The customer's mother declined to troubleshoot for the low blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.